Manufacturer narrative:
The device will not be returned for evaluation, but photographic evidence has been provided. Root cause cannot be determined, however, based upon photos; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 19 complaints, regarding 19 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs. Take care that the outer wall of the airseal access port is only in contact with tissue and is neither trapped between nor collides with hard surfaces, such as other instruments or bone. Prolonged or sudden contact with hard surfaces can result in damage to or breakage of the access port. Do not use excessive downward force. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the ias12-120lpi, airseal 12/120mm lpi port, was being used during an unknown procedure on an unknown date when it was reported ¿at end of procedure we noticed a crack in the distal part of the cannula ,and a plastic fragment of the external cannula came off, revealing the inner plastic cannula part. We managed to retrieve the plastic chip that came off and the procedure have been concluded without issues.¿. There was no report of injury, medical intervention, or any prolonged hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.